Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery(lcx). An opticross¿ imaging catheter was used for diagnosis. During a percutaneous coronary intervention, stent was implanted. The device was use during post ivus. The device got caught in the calcified area in left main trunk (lmt). The physician remove the device and found out that the exit port was lifted. The procedure was completed with another with the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that there was no damage on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery(lcx). An opticross¿ imaging catheter was used for diagnosis. During a percutaneous coronary intervention, stent was implanted. The device was use during post ivus. The device got caught in the calcified area in left main trunk (lmt). The physician remove the device and found out that the exit port was lifted. The procedure was completed with another with the same device. No patient complications reported.